Event description:
It was reported that the surgeon attempted to insert a micl 12.6 implantable collamer lens and the lens got stuck while advancing in the cartridge. There was no pt contact. Add'l info was requested but none forthcoming. If additional info is received a supplemental medwatch form will be submitted.

Manufacturer narrative:
Eval: results: visual inspection of the returned prod showed that a piece of a haptic was torn off and missing and there was evidence of a clear surgical residue. Conclusion- based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.